Event description:
Healthcare professional reported," right-side deflation." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the posterior side assessed as an unidentified (tear) opening, observed opening device in the posterior and anterior side assessed as surgical damage and observed cracked valve seat diaphragm valve and (shell thickness within specification). Additional observations: yellow particles observed inside device. Observed broken plug strap side assessed as an unidentified (tear) opening observed non penetrating nicks.

Event description:
Healthcare professional reported," right-side deflation." Device has been explanted.